Event description:
Boston scientific neurovascular became aware of the following: the coil was detached early. The coil was successfully removed with a snare. There were no problems with the gdc coil. The patient's post-operative status was described as being good.